Event description:
It was reported that the patient developed headaches 5 weeks after the graft was implanted. During the revision, the surgeon noted that the graft was leaking.

Manufacturer narrative:
The device was not available for return to the manufacturer. Therefore, an evaluation of the device performance was not possible. A video of the revision procedure was provided to the manufacturer. Review of the video showed several lacerations on the graft. It is undetermined how or when this damage occured. All other aspects of the graft appeared normal as follows. 1) the margins of the graft showed proper integration with the native dura. 2) there was no apparent inflammatory response at the implant site. 3) there were no adhesions to the device during explantation.